Event description:
A malfunction alarm with code malf 9 was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue with no recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the issue reoccurred.